Event description:
It was reported that the patient presented for post implant x-ray examination and it was discovered that the right ventricular lead did not have enough slack. Patient presented for lead revision on the same day, on (B)(6) 2018. During the procedure, the set screw of the lead could not tighten as the thread became damaged and the wrench could not be entered straight. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.

Manufacturer narrative:
Final analysis confirmed the reported event of unable to tighten the set screw. The device was found to have a stripped set screw for the right ventricular/superior vena cava lead, unscrewed from the connector block and it had rotated beneath the septum. This prevented the screwdriver from inserting into the hexagonal cavity of the screw. When the screw was re-engaged with the connector block, the screw operated normally in affixing a lead to the device. The other set screws operated normally. Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested. No anomaly was detected.